Event description:
Procedure: laparoscopic cholecystectomy. According to the reporter: in an attempt to insert the device into the patient, the expandable sleeve broke off at the base part. A new one was opened to complete the case with no problem. There was no patient harm. The patient is currently in good condition. There was no extension of operating time, no tissue damage or bleeding and nothing fell into the patient cavity. Should additional information become available, a supplemental will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).